Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous shunt. The 4.0 x 40/40 (4f) sterling otw balloon catheter was selected for a plain old balloon angioplasty procedure. The sterling balloon ruptured on the 2nd inflation at 10atms (1st inflation: 8atm). The device was removed from the patient intact. The procedure was completed with another sterling otw balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)